Manufacturer narrative:
Additional information: a lot # for this incident was provided on 6/20/2016 when the samples were received for investigation. The information for the lot # is as follows: medical device lot #: 6083663. Medical device expiration date: 3/31/2021. Medical device manufacture date: 3/25/2016. Device evaluation: results: two representative sample were returned for evaluation. Each sample was hand activated to evaluate defective locking of the safety shield. The safety shield was rotated backward with ease with no IV shield lift identified. The safety shield was then engaged over the IV needle. The lockout features engaged appropriately and no breakage, full or partial disengagement of the safety shield from the body of the unit was identified. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6083663. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after using a 21 g x 1.25 in bd eclipse blood collection needle with luer adapter, a phlebotomist engaged the safety mechanism, the safety mechanism fell off, and she obtained a contaminated needle stick injury. The phlebotomist received post exposure lab work. No other medical interventions or prophylaxis was given.